Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the unit had suction issues. The control board and regulators were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the screen on the unit will not allow suction to go up, and then made a pop noise with smoke coming out. Then, it does not power on. The event timing was outside of surgery. There is no harm or delay. No adverse events were reported as a result of this malfunction.